Manufacturer narrative:
Additional information: b5, g3, h6 (fdm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, air bubbles circulating in the cooling line, which caused the generator to overheat and stop processing after one minute. Procedure incomplete, failed treatment was not continued. Patient to be reconvened. Patient under anesthesia when the issue occurred. Another antenna has been used successfully with the same generator.

Event description:
According to the reporter, during procedure, air bubbles circulating in the cooling line, which caused the generator to overheat and stop processing after one minute. Patient under anesthesia when the issue occurred. The procedure was halted momentarily. Another antenna was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime, imf). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, air bubbles circulating in the cooling line, which caused the generator to overheat and stop processing after one minute. Patient under anesthesia when the issue occurred. The procedure was halted momentarily. Another antenna was used successfully with the same generator.

Manufacturer narrative:
Additional information: b1, b2 (removed), b5, g3, h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, air bubbles circulating in the cooling line, which caused the generator to overheat and stop processing after one minute. Procedure incomplete, failed treatment was not continued. Patient to be reconvened.

Manufacturer narrative:
D10 concomitant product: cagenhp, hp ablation gen cagenhp (sn: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.